Manufacturer narrative:
A followup report will be submitted upon completion of the investigation.

Event description:
The customer reported that the pca has broken connectors. There was no patient involvement reported.